Event description:
End user stated that when he removed his hand from the joystick on his tdxsp power chair the chair suddenly took off forward causing his left foot to catch the edge of a nightstand and get caught between the footplate and night stand. User sustained 2 broken toes. No medical intervention sought.